Manufacturer narrative:
(B)(4). The sample is to be returned to the local baxter product analysis lab (pal) for evaluation. Should an evaluation be performed or additional information received a follow-up will be submitted.

Event description:
Baxter (B)(6) received a report that a patient's abdomen was painful 2 days after changing the transfer set in the hospital. The patient went to the hospital and was diagnosed peritonitis. During checking, the nurse found there was a leak at the connection between the catheter connector and the titanium adapter. After changing the transfer set, no leak was found. Reportedly, the patient doubted the peritonitis was due to the product leakage. Additional information received from baxter (B)(6) on (B)(6) 2011 indicates: this is a (B)(6) female patient who went to the hospital daily for treatment from (B)(6) 2011 to (B)(6) 2011. The treatment included cefazolin and ceftazidime four bags per day for a total of 14 days of treatment. The patient had been trained and has been retrained related to aseptic technique.

Manufacturer narrative:
(B)(4). A sample was returned to the baxter lab for evaluation. This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample. The root cause of the complaint cannot be determined. The returned sample returned did not show any connection problems or leakage. A batch review was performed for sample provided ( lot number unknown) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4)